Event description:
A (B)(6) patient called into lifecor customer support to report that his response buttons were not working properly. Patient reported that the response buttons are not flashing periodically when the monitor is in sleep mode. Support sent patient a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem was confirmed. The cause of the unresponsive front response button was a defective front response button. The cause of the defective response button was a defective switch. The root cause of the defective switch cannot be positively identified, but was likely due to random component failure. The monitor passed a functional test before it was released to the patient. Response button switch was replaced and retested. No adverse event resulted from the faulty switch. The patient received a replacement monitor.